Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in july 2020. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited reduced angulation. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope there was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. It was unknown if the air/water nozzle was brushed with a gauze, brush, or sponge. Air/water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. There were few additional findings. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped, had a crack and white clouded area. Forceps elevator lever was deformed. Adhesive around objective lens was peeled. Adhesives around light guide lens had white-clouded area. The distal end cover had a burn. Universal cord was wrinkled. Scope connector had a crack. Connecting tube was wrinkled and had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue "reduced angulation" was confirmed during user's pre-use inspection.